Event description:
This lv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that this lead had noise. There was gradual decrease in l v pace impedance over last year from low 700's to upper 500's/low 600's. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).